Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a poor or no flow, even filling the arctic sun device caused problems. Water circulation did not work. Per review of wo on 06mar2025, there was no patient involvement. Per follow up information received via mail on 07mar2025, device would be repaired in the hospital by crs or at crs depot. Per sample evaluation results received via task on (B)(6) 2025, they have changed the circulation pump because the rate was more than 50 percentage and could hear some snoring noise out of it. After changing the problem of the filling was not better so they have decided to change the manifold too. After changing both the issues were solved. Faulty manifold related to original issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. A snoring noise was heard coming from the circulation pump. The circulation pump was replaced. The device passed all the applicable testing and is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a poor or no flow, even filling the arctic sun device caused problems. Water circulation did not work. Per review of wo on 06mar2025, there was no patient involvement. Per follow up information received via mail on 07mar2025, device would be repaired in the hospital by crs or at crs depot. Per sample evaluation results received via task on 09may2025, they have changed the circulation pump because the rate was more than 50 percentage and could hear some snoring noise out of it. After changing the problem of the filling was not better so they have decided to change the manifold too. After changing both the issues were solved. Faulty manifold related to original issue.